Manufacturer narrative:
(B)(4). Patient information (ID, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The customer reports that the patient a (B)(6) baby was intubated and during aspiration, the nurse noticed that the marks on the breathing tube were erased and not visible. The marks were then drawn on the tube with a sterile pen to avoid changing the tube.